Manufacturer narrative:
Brand name, common device name, procode, lot #, part #, UDI #: this report is for two (2) unknown screws. Part#, lot# and UDI # is not available. Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. PMA/510k: this report is for two (2) unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluated by MFR, manufacture date: product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent revision to remove the radial head prosthesis system due to increased pain caused by loosening of the implant with extensive surrounding osteolysis. Surgeon¿s operative report stated that the radial head implant and stem were noted to be loose with extensive surrounding osteolysis that the radial head could spin within the canal and was also pistoning proximal and distal within the proximal portion as well. The radial head implant was then easily removed, owing to the osteolysis. It was also noted that secondary to the osteolysis there had been an additional bone loss compared to the initial resection. There were also 2 unknown synthes headless compression screws, which had previously been buried well below the cartilage and were now slightly visible, that were electively removed from capitellum or osteochondral graft. On (B)(6) 2016, the patient fell outside of her home injuring her left elbow including a fracture of the left radial head. She suffered from a terrible triad injury. On (B)(6) 2016, the patient underwent surgery to repair the fracture of her left radial head and was implanted with a synthes 22mm radial head standard height and synthes 8mm titanium straight radial stem. On (B)(6) 2016, postoperative office visit, the patient continued to have edema and immobility of left elbow. On (B)(6) 2016, during the postoperative occupational therapy session, the patient was tolerating the therapy well and reports no significant pain or sensory disturbances. On (B)(6) 2016 office visit, the physician¿s note indicated that fracture has healed both radiologically and clinically. However, the patient continued to report on elbow stiffness until (B)(6) 2016 office visit. On (B)(6) 2016 therapy visit, patient reported noting improvements in range of motion with reduction of pain. On (B)(6) 2016, the patient was involved on a motor vehicle accident. She had a rollover accident and presented with increased bruising and scratches along her left forearm. On (B)(6) 2016 office visits, the patient presented with left elbow pain. She stated that left elbow pain is rated at 2 out of 10 at rest and 7-8 out of 10 at worst with the following activities: supination or pronation motions of the elbow, and repetitive tasks like her job duties. There was increased edema noted through the left forearm and left wrist upon palpation. She was able to return to work for a month but had to be removed from work again for 4 weeks due to increased pain levels. Pain symptoms continued until (B)(6) and (B)(6) 2016 office visits. On (B)(6) 2017, x-ray exam results demonstrated increased osteolysis around radial head arthroplasty implant and radiocapitellar column as compared to previous views. There has been thinning of the radial cortex around the radial head implant stem, which was progressed since the previous exam. There was no acute fracture or dislocation. There were 2 headless compression screws visible at healed osteochondral graft capitellum. During (B)(6) 2017 office visit, patient rates her pain at 2 out of 10 which can increase to a 5 out of 10 with certain movement. There was intermittent pain in the left forearm, sharp, ¿shocking¿ pain which was aggravated by movement. Since her return to work, she has noted worsening pain at the area of the proximal radius. Repetitive movement and trying to put a component together at work will increase her pain. The patient has been considering surgical treatment with removal of the synthes radial head implant due to osteolysis, and conversion to the radial head prosthesis with bone grafting of osteolytic proximal radius. She also reported numbness and tingling on the left hand that comes and goes which seemed to be exacerbated when she has been using the arm. Patient also reported arm swelling. The electromyography (emg) result is within normal limits revealing no significant nerve compression. However, the patient has demonstrated mild peripheral median nerve compression. On (B)(6) 2017, the patient underwent surgery to remove the radial head prosthesis. Surgeon¿s operative report stated that the radial head implant and stem were noted to be loose with extensive surrounding osteolysis that the radial head could spin within the canal and was also pistoning proximal and distal within the proximal portion as well. The radial head implant was then easily removed, owing to the osteolysis. It was also noted that secondary to the osteolysis there had been an additional bone loss compared to the initial resection. After the removal of the radial head prosthesis, the patient was then revised to a competitor¿s device. This report is for two (2) unknown screws. This report is 3 of 3 for (B)(4).